Event description:
Procedure: lap appendectomy. According to the reporter: surgeon tried three times to fire the stapler and it malfunctioned. Staple line did not completely form around the tissue. The procedure converted to open and the staple line was sutured.